Event description:
It was reported the device stopped functioning during the procedure. Another device was brought into the case and the surgery was delayed over 30 minutes. This device is used for treatment.

Manufacturer narrative:
The unit has been received and evaluation is in process. A follow-up report will be submitted upon completion of the investigation.